Manufacturer narrative:
.

Event description:
It was reported that the patient had kidney infections before implant but it had gotten more severe since the implant. The patient had 3 rounds of antibiotics. It was also noted that the patient was told the battery would last 5-10 years but the programmer batteries only lasted 2 months. Patient services clarified that the 5-10 years was likely referring to the implantable neurostimulator longevity. The reporter wanted to contact the manufacturers' representative so that the patient could be seen. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. There was no further information provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.